Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their controller went completely 'wacko' while charging the implant and the issue began about a week and a half or a couple weeks ago. Patient would get the MRI screen and a 'soft problem 1 install 2 3.6 3 243 4 qf_pot or toprt' message when charging the implant. Patient didn't know which implant this controller was for. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and controller was at 10% and implant was at 90%. Patient mentioned both the implants were 'dropping dead like a dead fish'. Patient mentioned the battery/back cover did not fit very well then contradicted themselves and mentioned the battery and back cover fit during reset. Agent redirected patient to their hcp. Patient also mentioned the other controller was non-usable. Agent had difficulty figuring out whether they were referring to the controller that was at 4 0% or the controller that was at 20%. Both implants were at 90%. Patient then mentioned they would charge it up on the controller for the 'other one' and when they go to charge it would get up to 75% then stop and they would have to unplug everything and put it back in there. Patient would have 80% or 90% and was almost impossible to completely charge. When agent asked patient if they were referring to the controller battery or implant battery patient mentioned they were so busy they didn't pay much attention. Patient then moved on and mentioned they would charge their implant in them all the way up. Patient mentioned they had loss of power over 3 weeks. Patient would wait about a week before they charge then they would charge all the way up. The implant would start dropping down. Both implants were not holding a charge. Agent redirected patient to their hcp/representative.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6); product type: 0201-programmer patient; product ID 97715 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6)2018-; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported to inquire about history of product replacement. Patient called to report issues with recharging and rep wasn't sure if issue is related to most recent calls about recharging issue or if it's an on going issue. Rep to meet with patient to assess further.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported patient (pt) cancelled their appointment on (B)(6), stating that their device was now functioning properly.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type implantable neurostim ulator product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.